Event description:
It was reported by a customer in the USA that the 840 ventilator had a distorted top display. There was no reported patient involvement.

Manufacturer narrative:
The covidien technical support engineer (tse) evaluated the device, and advised the customer to swap the display to determine if the fault was within the graphic user interface (gui). If determined the fault to be within the gui, to swap both upper and lower displays in an attempt to resolve the issue. The investigation is in process. (B)(4).